Event description:
A 3.0 mm diameter x 12 mm length driver rx coronary stent system was inserted into a pt for treatment of a proximal marginal artery. Vessel calcification is reported to be little calcification. It was reported that the stent was deployed successfully. It was reported that ten days post stent implant the pt presented to the hospital with an occlusion proximal to the stent with an intraluminal thrombus. The physician stated that it was probably due to a dissection not covered by the 1st implanted stent. A second driver was implanted at this time. It was reported that the physician performed a thrombectomy at the lesion site. No add'l clinical sequelae were reported and the pt is reported to be fine. Please note that this device (drv30012x / lot number 0000368816) is distributed outside the united states; however, it is similar to the united states distributed product drv30012w.